Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: stent delivery system was returned for analysis. A visual examination of the stent found that most part of the stent was damaged and stretched in a distal direction over the distal markerband towards the distal tip. The undamaged proximal section of the crimped stent outer diameter was measured and was within the maximum crimped stent profile measurement. The tip was visually and microscopically examined and no signs of damage were noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found a kink at 770 mm distal from the distal end of the strain relief. This type of damage is consistent with excessive force being applied on the delivery system. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues with the shaft polymer extrusion. The bicomponent bond showed no signs of damage. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the obtuse marginal branch. A 50x16mm promus element drug-eluting stent was advanced but failed to cross the lesion and it was also noted that the stent was damaged. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.